Manufacturer narrative:
Per exemption number e2016001, (B)(4) is submitting this report on behalf of I-sens, inc. (Manufacturer). The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Customer indicated the assure prism was giving high readings. Paramedics were dealing with an intoxicated patient with an altered mental status. Patient was incoherent and was vomiting. Patient has a history of drug and alcohol abuse. Patient was tested with the assure prism meter and the result was 103. Because the patient was intoxicated, it was hard to tell if she was experiencing any symptoms related to blood sugar. They did not provide any treatment other than keeping her airway cleared and transported her to the hospital. After they arrived at the hospital the patient was tested with hospital meter and the result was in the 20s. The hospital staff gave her dextrose and she started "coming around". The meter was taken out of service and the backup meter was put into use. The reporter control tested the meter on (B)(6) and it passed a high and low control solution test within range. A crew member on the scene reported he didn't remember anything overly remarkable about the circumstances. Caller verified that the medics are cleaning fingers with alcohol swabs and they have been trained to let the finger dry as much as possible. Caller confirmed that they were not working in the most controlled and sanitary environment and in this particular case, there was vomit and alcohol exposed on the scene. Reported commented that since this incident, all of his staff have went through a refresher training on testing blood glucose with this meter. Reporter has two open bottles of test strips (mm02mad2a, ms21mad9c) and is unsure which lot was being used during the incident. Replacing product.